Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). On march 03, 2022 a product advisory notice (92825915-fa) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information. The user facility indicated that the product advisory was reviewed and signed prior to the procedure. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used introduced for use for an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022 for treatment of biliary stones. During insertion of the exalt model d single-use duodenoscope, a perforation around the hypopharynx was observed. The physician was not able to traverse the esophagus into position for the ercp and the procedure was discontinued. The patient was sent to intensive care unit (ICU) for a surgical consultation. The patient was sent to a referral hospital. Details of treatment and outcome are unknown. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used introduced for use for an endoscopic retrograde cholangiopancreatography (ercp) procedure on june 23, 2022 for treatment of biliary stones. During insertion of the exalt model d single-use duodenoscope, a perforation around the hypopharynx was observed. The physician was not able to traverse the esophagus into position for the ercp and the procedure was discontinued. The patient was sent to intensive care unit (ICU) for a surgical consultation. The patient was sent to a referral hospital. Details of treatment and outcome are unknown. No further information has been obtained despite good faith efforts. Additional information received by boston scientific corporation on july 25, 2022: it was reported to boston scientific corporation no resistance was noted while advancing the scope. It was reported that the patient had "friable' tissue. The patient was reported to be in stable condition.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (patient codes): patient code e1022 captures the reportable event of perforation of the esophagus. Block h6 (conclusion codes): evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h9 (correction/removal reporting #) on march 03, 2022 a product advisory notice (92825915-fa) was distributed to make users aware of perforations associated with exalt model d single-use duodenoscope and supplement the warnings and directions in the product labeling. This notice also communicated the intent to update the instructions for use (IFU) with this information. The user facility indicated that the product advisory was reviewed and signed prior to the procedure. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Additional information: block b5 has been updated based on information received july 25, 2022.